Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type ib at the left limb stent, and sac growth in the right common iliac artery. Additionally there was evidence to reasonably support the following observation; endoleak type iiib at the limb portion of the main body stent(will be covered in a separate report), sac growth in the left common iliac artery, and endoleak type ii in the left renal artery. The most likely cause of the distal loss of the seal was the off-label iliac anatomy (intentional user error) at the initial implant contributed to this event. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The patient was initially implanted with afx to exclude a aortic dissection. Approximately five (5) years post-op, the patient presented for a routine follow-up. A CT was completed revealing a type ib endoleak and the right common iliac artery aneurysm shows growth to ~9cm. An intervention was completed on (B)(6) 2017 where physician implanted a vela cuff in the aorta and extend the left limb with an ovation extension. Case was successful with type ib endoleak resolved.

Manufacturer narrative:
Post follow up exam on (B)(6) 2016, a secondary procedure was completed to place bridge stent(s) between the separated components, a non-endologix stent in the distal right limb extending into the right common iliac artery, and a right axillo-femoral bypass graft. In addition, a large mural thrombus which was nearly occlusive was noted in the proximal aorta. Based on the information available the root cause of the reported event likely due to placement of stent graft into a previously implanted surgical graft (off label usage). Device was not returned, therefore no physical evaluation was completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.